Event description:
Boston scientific received information that the patient with this pacemaker presented to the hospital for shortness of breath. The patient had been lost to follow-up and attempts to interrogate the device were unsuccessful as "device out of range, telemetry noise¿ messages were noted. Boston scientific technical services (ts) discussed with the field representative troubleshooting options. Additional information was received that the device was never successfully interrogated nor was pacing ever confirmed. It was reported that the patient was not pacemaker dependent. Several days later surgical intervention was done and the device was replaced. No additional adverse patient effects were reported. The device is not expected to be returned as it was discarded by the accidentally discarded by the hospital staff.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.